Manufacturer narrative:
(B)(4). Follow up information was received from global pharmacovigilance. The patient's death was not associated with the encapsulating peritoneal sclerosis. The cause of death was asphyxia after vomiting during hemodialysis. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report from a meeting presentation from (B)(6) of encapsulating peritoneal sclerosis (eps) in a patient subsequent to icodextrin therapy for peritoneal dialysis for treatment of end stage renal disease (esrd). On an unreported date, the patient began pd with extraneal for treatment of esrd caused by hypertensive nephropathy. The patient received pd for approximately 101 months and experienced 3 episodes of peritonitis (cause not reported). On an unreported date the patient was diagnosed with eps. Diagnosis followed clinical symptoms of abdominal pain/distension, nausea, vomiting and anorexia(duration not reported). Pd was discontinued and treatment consisted of tpn. On an unreported date the patient died, cause of death was not reported.

Manufacturer narrative:
Complaint no: (B)(4). This is report is regarding case 1 of the 3 reported peritonitis events for this patient. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.